Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 on station a18 had failed to open. The field service engineer (fse) replaced drawers 2.1 and 2.2 due to the issues they were having, and since a case was scheduled to start in 20 minutes, there was no time to troubleshoot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 failed to open during a case. When it did open, it was difficult to register as closed at logout. The drawer had also failed a few weeks earlier. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.